Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had fever, 103.7f and was admitted on (B)(6) 2011. He was diagnosed with sepsis. No further info was available. Additional info has been requested, but was not available as of the date of this report.